Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is not removing the cartridge air. Tandem clinical support informed customer that not removing cartridge air, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.